Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed no delivery alarms. Customer's blood glucose was 22 mmol/l. Customer had changed the infusion set multiple times. Device would alarm no delivery alarm after infusion set change. Customer was advised the device will be replaced. Customer will not be returning the sensor for analysis.